Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd luer-lok¿ syringe has foreign matter in the syringe. The following information was provided by the initial reporter: black foreign matter was found in front of the syringe when the package was opened.

Manufacturer narrative:
D10: device available for eval yes. D10: returned to manufacturer on: 26sep2022. H6: investigation summary: it was reported foreign matter was found in front of the syringe. To aid in the investigation, one sample with no packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed and the syringe has a black speck of embedded degraded resin at the luer lok area. The photos shows a syringe with no packaging blister. There are black specks that appear to be embedded degraded resin at the bottom part of the syringe barrel. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot number 8165531. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The frequency of inspections were increased to mitigate the escape of this defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that 2 bd luer-lok¿ syringe has foreign matter in the syringe. The following information was provided by the initial reporter: black foreign matter was found in front of the syringe when the package was opened.